Event description:
It was reported that during an angioplasty procedure, deflation difficulties were encountered. The lesion location, percent of the stenosis, degree of calcification, and vessel tortuosity are unk. After placing an unspecified "large sheath", the smash 10mm x 40mm balloon catheter was advanced. Upon inflating the balloon, the hub of the inflation port cracked and the balloon could not be deflated. The balloon catheter was able to be successfully removed without add'l intervention. No patient injuries or complications were reported. The patient's status is reported as "no issues".

Manufacturer narrative:
.